Event description:
It was reported the patient presented for implant procedure. During procedure, the leadless pacemaker was fixated and prematurely separated from the delivery catheter. Testing outside the body show the tethers on the delivery catheter were misaligned. The patient was in stable condition.